Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the top of the bag. This issue was further described as, ¿the actual seam itself came apart on both bags as if the adhesive did not adhered¿. The leak was observed while filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between january 25-26, 2024. H11: two actual devices were received for evaluation. Both bags were visually inspected and both bags were observed leaking from the same place, which was on the top of the bags. The actual seam itself came apart on both bags. Functional testing was performed and and a top flat weld seal defect and leak was identified. The reported condition was verified in both devices. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.